Event description:
It was reported the pt experienced overdose symptoms and was unresponsive and in a coma. The refill port was not accessed and the medicine was injected into the subcutaneous tissue. The drug in the pump was dilaudid at a concentration 4 mg/ml and daily dose of 0.875 mg. The pt was hospitalized. The pt was given a narcan drip. The pt recovered without sequela.